Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient (B)(4).

Event description:
The patient reported about a week later that they did not have concerns with their device or therapy.

Event description:
It was reported that the patient was seeing ¿in the box¿ on the patient programmer (pp). This had been noticed for about a week. It was advised to discontinue doing an antenna locate feature and that the healthcare provider (hcp) would have to clear the message. Follow-up was performed to determine if any troubleshooting had been performed, if the message had been reset, if the patient was then receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.